Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation system could not track the imaging tracker. She wiped the leds on the tracker with no change. She rebooted the imaging system and the tracker was seen by the navigation system. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.